Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. The customer was unsure how the pump time and date became inaccurate. There was no impact to customer's blood glucose level. Tandem technical support guided the customer through adjusting the pump time and date to be accurate.